Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. Unable to perform the unexpected restart test, verify the compromised force sensor system alarms or perform the prime test due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self test and off no power test. The pump was received with normal operating currents. The pump had minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window, a missing end cap sticker and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Insulin pump was stuck in the "preparing to prime" loop. Customer states drive support cap appeared normal. Customer's blood glucose was over 300 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.